Manufacturer narrative:
System log was requested but was not provided by the customer. The device was not returned for investigation. Although no adverse event was reported, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. Further investigation is being performed.

Event description:
Allergan aesthetics received a report of  ¿z920-407 medapp has exited¿ message on the coolsculpting elite curve 240 applicator 28 minutes into treatment.  Patient was retreated after the device was power reset. There was no adverse effect to the patient.

Event description:
Allergan aesthetics received a report of ¿z920-407 medapp has exited¿ message on the coolsculpting elite curve 240 applicator 28 minutes into treatment. Patient was retreated after the device was power reset. There was no adverse effect to the patient.

Manufacturer narrative:
Corrected data: d1, d4, d8, g1, h3.